Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch mw5108389 for this event.

Event description:
It was reported that during the start of a heparin infusion on a spectrum iq pump, it was not dripping and continues to alarmed upstream or downstream occlusion when none evident. The event happened during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.